Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned collar confirms that two screws have broken inside the thread. Sem analysis states that screws fractured due to torsional overload. Eds semi-quantitative elemental analysis of the locking screw samples showed that they were consistent with ti-6al-4v alloy. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cp260605-mod arthro nl 1cm diasl cnctr¿894020. Cp260605-mod arthro nl 1cm diasl cnctr¿797400. 130611-intramedullary plug 11-13mm¿310000. Cp260600-mod arthro 0 deg lck collar¿523620. 150359-oss cemented im stem 10mmx90mm¿012520. 150361-oss cemented im stem 12mmx90mm¿411950. 110034355-refobacin bc r 1x40 us-828dad1610. 110034355-refobacin bc r 1x40 us-746bae2909. 110034355-refobacin bc r 1x40 us-814bak0709. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right knee arthrodesis, two of the screws on the collar broke during tightening. A second collar was opened and the case was completed.